Event description:
It was reported by the customer that the device alarm - error codes / messages/error code 260.4130. There was no additional information provided and no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that lvp bezel post recall completed. Resolder u1 on logic board which caused error 260.4130, replaced bezel assembly due to failed pressure psi low, replaced rear case, front door, iui right, iui left. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 10dec2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to maintenance issue of the rear case (error code 260.4130). A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted, once the failure investigation has been completed.

Event description:
It was reported, that the device alarmed. And displayed error code 260.4130, for sensor supply high voltage failure. There was no additional information provided. And no patient involvement.

Event description:
It was reported that the device alarmed and displayed error code 260.4130 for sensor supply high voltage failure. There was no additional information provided and no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 10dec2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reportedthat the device alarmed and displayed error code 260.4130 for sensor supply high voltage failure. There was no additional information provided and no patient involvement.